Event description:
It was reported that, "pt is upset because she said the hip socket was replaced twice. She said she will have surgeon call us to complain."

Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.